Manufacturer narrative:
The event date was not reported so the aware date was used.

Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "the patient had the watchman closure device implanted and that they were taken off their blood thinners. The patient then at an unknown time experienced a cerebral vascular accident."